Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when testing during a lobectomy procedure, the surgeon was able to press the green button but the handle could not be squeeze. The stapler did not fire. The devices were changed.